Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a slice in the custom combiset bloodlines resulted in a blood leak during a patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the clinic manager (cm). The cm stated that a patient was approximately halfway through treatment and the fresenius 2008t machine began to repeatedly alarm with the air detection message. The medical staff attempted to extract the air that had collected in the venous chamber with a syringe however the air detection message returned. Treatment was paused and the combiset bloodlines were removed from treatment setup. A slice was identified in the tubing of the bloodlines. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was approximately 10 ml. Treatment was restarted and the patient was able to complete treatment on the same machine with new supplies. The bloodlines were discarded and are not available to be returned for physical evaluation.